Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had a blackout during angulation adjustment. The issue occurred during service/ maintenance. There were no reports of patients¿ harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to an electrical problems like as signal loss or open circuit. The most probable cause of this complaint was a random component failure; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.